Manufacturer narrative:
The humidifier was returned to the manufacturer¿s product investigation laboratory for evaluation. Humidifier dsxhcp sn: (B)(4).

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged of having headaches, shortness of breath and sinus infection. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of liquid ingress and indeterminate white, gray dust like and hair like object in the flow sensor seal, blower box, top of blower, heater plate o-ring, dry box iso seal, flip lid seal, inside of flip lid, on heater plate, and in humidifier bottom enclosure. The manufacturer also found indeterminate brown and black particles, as well as a hair like object in the rear panel, bottom enclosure and inside blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with water ingress and an unknown white, gray, black particles, dust and hair objects, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.